Event description:
Information received from the field notes that one week post implant, the device was found in back-up mode but was successfully restored. On december 13, 2005, the device reverted to back-up mode and failed a software download. On december 20, 2005, a download was successful. Programming was enabled for about five minutes before the device reverted to back-up mode. The device was subsequently replaced. The patient had "no health hazard."